Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This will be filed to report a single leaflet device attachment (slda). It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed posterior leaflet and hypereosinophilia. A triclip steerable guide catheter (tsgc) was used with a mitraclip. One clip was implanted with no reported issue. Five minutes post-deployment, the clip had detached from the posterior leaflet. In the physician¿s opinion, the slda was due to the pre-existing patient anatomy. Final mr was grade 3-4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.